Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that transmitter and insulin pump were damaged. Caller reported that transmitter was no longer charging. Caller also mentioned that buttons on insulin pump responded intermittently. Caller inquired on upgrade process. Customer's blood glucose was not reported.